Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during case, anesthesia had a problem controlling patient's blood pressure and pulse. After reservoir and cylinders were placed, but before the cylinders and reservoir were connected, the patient coded. Chest compressions and anesthesia managed to restore a pulse. The physician removed the reservoir and cylinders, and closed the patient to end the case as quickly as possible. The patient was expected to be transferred to the main medical center, erlanger medical center in for further treatment.